Event description:
The account called a technician for service and the technician reported that while doing a function check they found no signal from the bed to the nurse call box. The bed was located at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side com cable was worn due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side com cable to resolve the issue. Based on this information, no further action is required.